Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was attempting to deliver a 25 unit bolus but was unable to. During troubleshooting with tandem technical support it was found that the customer forgot to set the pump bolus settings up. Tandem technical support guided the customer through setting the bolus settings up. Customer's blood glucose level was not impacted.